Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC inserted on (B)(6) 2024 and used for administration of antibiotics. On (B)(6) 2024, appeared to be blockage. PICC was not used until further investigation. On (B)(6) 2024, linogram carried out, showing pooling of dye and dye not passing into vein. On (B)(6) 2024, PICC was removed using aseptic technique. No other information provided, at this time.